Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that when the surgeon attempted to manipulate the position of the offset guide of the 5mm offset endofemoral aimer the finger end broke off. Offset guide removed and broken piece (finger) retrieved from back of knee joint with use of arthroscopic grasper. A 15 minute delay was noted and a backup was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Device investigation narrative - one 5mm endofemoral offset aimer was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The tip has broken off the shaft at the weldment. The tip was not returned for examination. Shaft is slightly bent. The condition of the device is consistent with excessive forces being applied during use. Per the devices IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established. No further investigation is required at this time. (B)(4).